Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing throat irritation and problems breathing while using the device.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing throat irritation and problems breathing while using the device.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device along with a humidifier were returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of piece of skin in the water tank of the humidifier, unknown contaminate on the bottom enclosure as well as in the heater plate enclosure, dust on the water tank seal, dust on the pca, excessive amount of dust in the blower motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The device was applied power and the device operated properly. The manufacturer concludes the contaminates found were consistent with dust on the water tank seal, dust on the pca, excessive amount of dust in the blower motor. The manufacturer confirmed there was no evidence of sound abatement foam degradation. In this report, section d9, g3, h6 have been updated/corrected.